Event description:
Report received from USA stating that the device had a hole/cut in the hose. It is known that the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).